Event description:
Additional information was received from the healthcare professional (hcp) regarding the report that the patient felt the lead was pushed in too far and programmer was turned off, there was no complaint when the hcp examined the patient. No steps were taken or needed as per hcp there were no device complaints.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803 continuation of d10: product ID 306001 lot# unknown serial# implanted: 2021-(B)(6) explanted: product type screening device product ID neu_unknown lot# serial# unknown implanted: explanted: product type unknown device code a150202 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. The trial began (B)(6) 2021. It was reported that the patient had a question about their leads and the tape. They felt like the lead was pushed too far in and mentioned the tape was really tight. Their feet were swollen. They were referred to their doctor for any medical advice. They also mentioned they only changed once because they did not want an infection. They mentioned this therapy was really great so far and would like to have skipped all the discomfort. The issue was not resolved at the time of the report. The following day, they reported that either the lead or the tape was pinching them so much it kept them up all night. They switched to the other side and it seemed to help. They noticed that some of their symptoms started to come back. When they checked their programmer, it was turned off. They turned it back on and it seemed to be working well now. They said they changed their pad quite often to avoid getting a urinary tract infection (uti).